Event description:
It was reported that the patient visited the urgent treatment center due to hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) and passed out while wearing the pod for between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient received an injection to lower glucose levels and waited 2 hours to apply a new pod. The patient was released home after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent treatment center visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.